Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure a shaft break occurred. While unpacking the 6.0 mm x 60 mm x 135 cm sterling balloon catheter it was noted that the shaft was broken. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the sterling catheter was received with no original packaging or other devices. Examination of the returned complaint device revealed that the mid-shaft was separated 7cm from the guide wire exit notch. The mid-shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was no evidence of any product quality deficiencies contributing to the reported event and confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure a shaft break occurred. While unpacking the 6.0mmx60mmx135cm sterling balloon catheter it was noted that the shaft was broken. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.